Event description:
It was reported that the patient was scheduled for an explant of the vns device. It was stated that the vns was not working for the patient. Only the generator was explanted. Follow-up revealed that the vns had been off for a while and it was painful. Due to the explanting facility's protocol, the generator is not available for return and analysis. No additional relevant information has been received to date.